Event description:
It was reported that the patient with a previously implanted sling underwent a surgical procedure for unspecified reasons. An artificial urinary sphincter (aus) device was implanted. No additional information was reported.